Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of a small unruptured aneurysm measuring 5 mm x 4 mm located in the posterior communicating segment of the left ica (internal carotid artery). The aneurysm had previously ruptured and had been coiled. The patient was on dual anti-platelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure it was reported that the pipeline did not oppose the vessel wall properly; therefore, it was removed from the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline and pushwire were returned for evaluation without the catheter. The evaluation could not determine the cause of the event as the pipeline was already fully opened; however, the braid was found damaged and may have contributed to the reported issue. All devices are 100% inspected for damages and irregularities during manufacture.(B)(4).